Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4) manufacture: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that with use an unspecified bd syringe was found with "no rubber on the end of the plunger". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag with the shelf carton from lot # 6242688. Customer states that there is no rubber on the end of the plunger. The returned syringe was examined and exhibited a missing stopper. No damage to the plunger rod was observed. A review of the device history record was completed for batch# 6242688. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200662232, 200662116, 200662563] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger.

Event description:
It was reported that with use an unspecifed bd syringe was found with"no rubber on the end of the plunger." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
"It was reported that with use an unspecifed bd syringe was found with""no rubber on the end of the plunger."" There was no report of exposure, injury or medical intervention needed."